Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was observed a detached lens (dose window) which was returned.

Event description:
Customer reported via phone call that the screw of the insulin pen got stuck and would not turn. During troubleshooting, customer tried another needle and primed repeatedly, but the insulin did not exit. No harm requiring medical intervention was reported. The device was returned for analysis.